Manufacturer narrative:
Insulin pump received with missing segment due to cracked lcd zebra connector. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue with the display on their insulin pump. Customer was advised to change the battery of the insulin pump to energizer instead of duracell. The insulin pump still had a partial display despite the battery change. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.